Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion (pbd). The device was explanted and replaced. No additional adverse patient effects were reported.